Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter balloon burst on completion of the catheterization procedure and the catheter fell out within seconds of insertion. The patient tells me this is the third time this has happened to him this week and that he had to call the out of hours nursing service for help. There was no injury.

Event description:
It was reported that the catheter balloon burst on completion of the catheterization procedure and the catheter fell out within seconds of insertion. The patient tells me this is the third time this has happened to him this week and that he had to call the out of hours nursing service for help. There was no injury.

Manufacturer narrative:
Qn#(B)(4). The device catalog number was not provided; therefore , a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore , no physical assessment could be conducted and an investigation will be based on document review. In the absence of any actual or representative sample for investigation , we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.